Manufacturer narrative:
The caregiver related she broke the part while attempting to place the chair into the back of the van. No malfunction of the device was alleged. The caregiver was referred to a service center for a new part. The event has not been determined to be the result of a device malfunction.

Event description:
The caregiver was putting the solara3g wheelchair in the back of a van, and the left trigger to recline the chair broke, and cut her left pointer finger. The caller advised she went to a walk in clinic and they had to give her two stitches.